Event description:
Reportedly, during advancement of a vision to treat a lesion located in the circumflex with heavy calcification, resistance was felt advancing around a bend and the vision stent became dislodged. The vision stent was located on angiography in the distal iliac. The physician did not perform any additional treatment because he felt the risk was low of any adverse patient effect. The procedure was completed using another vision stent to treat the target lesion. The patient did not experience any adverse patient effects due to the lost vision stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The vision stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified and the there was a bend in the lesion which likely contributed to the reported difficulties. It is likely an interaction with the lesion during the attempt to advance may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction of the sds with the bend in the lesion would have then led to the stent dislodgement. The dislodged stent was not removed and remains in the patient anatomy. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A search of the lot history record indicated no nonconforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a product quality deficiency.